Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. Programming changes were recommended. The patient will return to the clinic for an appointment. The patient will continue to be monitored.